Manufacturer narrative:
(B)(4).

Event description:
Procedure: gynecology. According to the reporter: surgeon using in a gyn application and device misfired. Was the device used in patient: yes. Was there patient involvement: yes. Was there patient injury/hazard: no. Was the delay over 30 minutes: no. Unanticipated blood loss more than 250cc: no. Was there user involvement?: yes. Was there user injury/hazard?: no.